Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is reporting on behalf of hospira.

Event description:
The event was reported by a customer from USA: "when pulling power cord from socket the plastic on plug broke. It came apart right on the seam. Circuit board exposed with wires. It caused a slight delay in therapy since they were not able to put it on a patient immediately. Delay in therapy: yes. Need for medical intervention: no. Human harm: no."